Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having to get a retreatment on a root canal as it was causing them to develop an infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.